Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. This is a known inherent risk of the tavr procedure. Based on the information provided, a combination of patient and procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Scheduled lotus procedure with a lotus 23mm, wire perforation at the level of the aortic arch while introducing the device. The device was on the wire, introduced in the sheath already. They started to advance the device further. The anatomy was described as challenging due to a gothic arch and a tight vascular system.